Event description:
Biomet orthopedics received preliminary clinical data from meander medisch centrum regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a revision procedure was performed on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.